Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v918390, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. At implant the manufacturer representative and the patient¿s health care provider (hcp) set the implantable neurostimulator (ins) at 2.0v and everything had been working good ever since. The ins stimulated the patient and they were able to urinate on a regular basis with good periodicity and good volume. However, in the last week or so it had stopped and they could hardly urinate at all. The patient had returned to using a catheter. It was painful at night when the patient was trying to sleep lying on the implant in their butt and they asked if they could turn the ins off at night. There were no falls, trauma, or medical procedures associated with the issue. The day prior the patient tried increasing stimulation by 0.3v and kept it for a day but had to quit because it hurt so bad. The patient had read about 4 programs in the booklet and it was reviewed what programs are. The stimulation was on program 1 at 2.0v. The patient was to discuss with their hcp about switching programs. Follow up information received reported the patient had their question was answered on device settings. The patient was still trying different setting in search of best ¿fix.¿ it was also reported that the patient was still having concerns with their device or therapy but have not sought further help. If additional information is received, a follow-up report will be sent.